Event description:
The pt experienced increased tone and stiffness and frequent falling while transferring from wheelchair to car, bed, etc. The spinal catheter was occluded. The spinal catheter was replaced on (B)(6) 2011. The pt recovered without sequela. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).